Event description:
The manufacturer became aware of a death of a user while on a continuous positive airway pressure (CPAP) device. There is no additional information at this time. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received a remstar auto with a-flex for investigation. Information has been updated to reflect the correct device that was reportedly in use at the time of the event. There was no additional information provided by the reporter. The received device passed all testing. There were no operational errors noted and the device functioned as designed. Data logged by the device indicates the last day of usage was (B)(6) 2019. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. Based on the information available the manufacturer concludes that the device did not cause or contribute to the event, and no further action is necessary.